Event description:
Customer stated the device changed from reading result in mg/dl to mmol. Customer made no changes to the device. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.